Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed. Having examined the returned sample, it was leaking at the junction of the catheter with the fixation wing when bending the catheter tube extremely sideward. Microscopic examination showed that the catheter was partly torn off. This damage is typical for a tensile fracture in combination with the use of alcohol-based disinfectants. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. A special warning leaflet is inserted into each packaging and a warning is printed on the outside of each blister packaging to warn against the use of alcohol-based disinfectants. It is unknown which kind of disinfectants had been used with this patient, but the catheter worked as expected for a week prior to the product leaking. As each catheter is flow and leak-tested before packaging, and the product was used for a week prior to the leak, a manufacturing fault could be excluded. This is the first complaint for batch 010515gd. No corrective action is warranted; however, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
The catheter was inserted and after a week the nurses noticed that when they flushed the catheter a leak appeared where the catheter meet the hub. They removed the catheter.

Manufacturer narrative:
The malfunctioning catheter was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The catheter was inserted and after a week the nurses noticed that when they flushed the catheter a leak appeared where the catheter meet the hub. They removed the catheter.